Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded episodes where anti-tachycardia pacing (atp) and inappropriate shocks were delivered due to atrial originated arrhythmias with rapid ventricular response. Therapy did not convert rhythm. According to the field representative, there were no changes made for inappropriate shocks because of rapid ventricular response. Patient was treated medically. The ICD remains in service at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded episodes where anti-tachycardia pacing (atp) and inappropriate shocks were delivered due to atrial originated arrhythmias with rapid ventricular response. Therapy did not convert rhythm. The ICD remains in service at this time. No additional adverse patient effects were reported.